Event description:
It was reported that during an avr case, blood was leaking into the temperature line from the heat exchanger unit inside the oxygenator. The oxygenator was changed out. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.